Event description:
A patient contact reported that a peritoneal dialysis (pd) patient had peritonitis. Though it was initially reported the patient¿s death involved a peritonitis infection, it was later confirmed these two events were unrelated by a medical professional. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the hospital on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was initially prescribed intraperitoneal vancomycin at 2000 mg (frequency and duration not reported) to address the infection, but she was transitioned to intravenous cephalexin (dosage and frequency not reported) to increase the efficacy of antibiotic therapy. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. The patient was prescribed oral cephalexin at 500 mg twice a day for two weeks by the outpatient clinic upon discharge. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home post-discharge until her death on (B)(6) 2024.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in asepsis during ccpd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient had peritonitis. Though it was initially reported the patient¿s death involved a peritonitis infection, it was later confirmed these two events were unrelated by a medical professional. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the hospital on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on 21/jun/2024 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was initially prescribed intraperitoneal vancomycin at 2000 mg (frequency and duration not reported) to address the infection, but she was transitioned to intravenous cephalexin (dosage and frequency not reported) to increase the efficacy of antibiotic therapy. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. The patient was prescribed oral cephalexin at 500 mg twice a day for two weeks by the outpatient clinic upon discharge. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home post-discharge until her death on (B)(6) 2024.